Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage verification check passed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted fresenius technical support to report blank screen on the liberty select cycler. Screen was blank during dwell unknown. Pressed ok/stop and touched screen but screen remained blank. The ok/stop keys made any sound when pressed. Rebooted cycler and ok/stop keys lit up but screen remained blank. Replaced cycler due to blank screen. At least one full treatment has been completed on current cycler. The fresenius technical support representative issue the cycler replacement. Patient will perform capd/manuals. Estimated time arrival 10/26/2024. Schedule pick up for 10/30/2024. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was not able to complete treatment on the cycler the day of the reporter event. Patient had to perform capd/manuals. Patient confirmed the cycler has been received and has been able to perform at least 1 treatment without any problem. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.